Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) crematory with limited information. Information identified in the paperwork indicated the patient died approximately seven months post implant of the ipg system approximately four years ago.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. Visual analysis only was performed. Product ID addr01, implanted: (B)(6) 2007; product ID 5076-45, implanted: (B)(6) 2007. (B)(4).